Event description:
Consumer complaint of blood result reading of "hi". The customer states that his expected blood glucose is usually around 200mg/dl. I reviewed the last 5 blood results in the meter memory (serial number: (B)(4)): hi on (B)(6) 2014 at 11:36 pm; hi on (B)(6) 2014 at 11:36 pm; hi on (B)(6) 2014 at 11:09 pm; hi on (B)(6) 2014 at 01:00 pm; 519 mg/dl on (B)(6) 2014 at 10:53 pm. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/11/2014).